Manufacturer narrative:
Device investigation narrative - examination could not be completed as the device appears to have been misplaced/lost during the shipping or receiving process. In the event the device is located a complete investigation will be performed and added to the record. (B)(4).

Event description:
It was reported the bio rci ha screw broke at the head of the screw while being tightened. No patient impact was reported.